Event description:
It was reported to philips that the azurion system did not start and got stuck at the philips logo. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system did not start up. Review of the system log file showed the pattern of a malfunctioning marathon ups. Upon further inspection, fse identified the fuse failure and issues related to ups. The fse replaced the fuse and bypass the ups. After the replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.